Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. During the repositioning procedure, it wasn't possible to unscrew the helix of the lead so a lead replacement was conducted. The ra lead is to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the complete right atrial (ra) lead was returned with the helix retracted. There was dried blood noted past the helix mechanism up through the lumen and the insulation between the helix housing and the anode ring was twisted and stretched. This ra lead passed all the electrical testing conducted, but failed the helix mechanism test as the helix would not extend. This helix mechanism test failure was most likely due to the dried bodily fluid in the mechanism and was therefore induced in the field. The allegation of the lead dislodgement was not confirmed as there was nothing visually wrong with the lead that would cause a dislodgement. The allegation that it was impossible to unscrew the helix of the lead was confirmed, but was most likely due to the dried bodily fluid in the helix mechanism thus making this issue induced in the field.